Event description:
Customer's family member called to request a replacement for the reservoir. Blood glucose reading was 458 mg/dl. Customer treated with manual injection. The customer declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).